Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the patient line of the tubing set during treatment. A hole in the tubing was found hear the stay safe trigger of the patient line where solution was leaking out. Patient was in fill four of six. There is no report of patient ill effects. Sample is available.